Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The field reported complaint of error 5 was not reproducible during analysis but was confirmed through review of log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the cause for the reported power issue was consistent with a frayed power extension cable.